Event description:
Consumer reported, no insulin flow when taking injection. Stated, she does not test needle before taking injection because she does not want to waste the medication. Stated, patient end bent when taking injection and insulin leaked onto injection site. Lot: 3269054. Catalog: 320555. Date of event: unknown. Samples: yes cl.

Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. The root cause cannot be determined as the return samples were opened but embecta was able to duplicate or confirm the indicated issue as bent and broken cannula npe. Based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.